Manufacturer narrative:
This serves as a correction report. Section incorrectly identified the meter as a precision xceed pro meter in the initial MDR 30 day report. Section has been updated to reflect the meter is a freestyle precision pro meter. In addition, (PMA 510k#) has been updated based on the modified meter serial number.

Manufacturer narrative:
(B)(4). The reported meter was returned and investigated with retained test strips. The complaint is not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reported readings was found in the meter's memory. In addition, retained test strip samples from the same lot reported by the customer 852epc were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health care professional reported a low reading on a hospital adc blood glucose meter. A health care professional reported a meter reading of 47 mg/dl which was lower than a laboratory result of 200 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.